Manufacturer narrative:
Date of event: unknown. Investigation: investigation summary: no samples were provided to bdm-ps for analysis but photographs were supplied. From the supplied photograph it can be seen that whilst the plunger rod has detached from the assembly it is still attached to the stopper. This means the plunger rod is fulfilling its required function. Not confirmed, no bd root cause found. Bhr review including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels, were manufactured and released according to applicable procedures and specifications. Investigation conclusion: based on the investigation conclusion, bdm-ps was able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. Root cause description: from the photograph there appears to be no damage to the device itself suggesting the root cause of this issue is either the customer assembly or the end user handling of the product. This means that whilst bd swindon was able to confirm the detection of the symptom perceived by the customer the symptom could not be correlated with a potential cause linked to bdm-ps process.

Event description:
It was reported that the safety on a bd ultrasafe¿ plus x100l broke off in the hand of the user before use. No injury or medical intervention.